Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device will be returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called to report the numbers scrolling up automatically while trying to program a bolus. The battery was changed, and the insulin pump alarmed battery out limit. The alarm could not be cleared due to unresponsive buttons. The customer was calling from the hosp where he was taken due to a low blood glucose reading of 5 mg/dl. The customer's current blood glucose reading was 500 mg/dl. Advised the customer that the insulin pump would be replaced. Nothing further was reported.